Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for an in clinic follow up. Upon interrogation, it was noted that rf telemetry on the patient's implantable cardioverter defibrillator had timed out. A cybersecurity update was performed on the same day, which resolved the rf telemetry issue. The patient was stable throughout.